Event description:
Chipped upper tooth in the front on the left side [tooth fracture]. Cracked, split tooth [tooth injury]. Case description: a consumer reported that they, a female age unspecified, used oral-b pulsar toothbrush 1 applic, 1 only for 2 minutes on (B)(6) 2013 and reported the following: chipped upper tooth in the front on the left side, cracked, split tooth. The case outcome was not recovered/not resolved. Past medical history included: medical history - asthma, eczema. No further info was provided. On (B)(4) 2013: lot check: lot number was provided by the consumer. No other complaints have been reported for the lot number provided.

Manufacturer narrative:
Lot number (2ma29a) was provided by the reporter, in process of requesting product from consumer, batch retain testing and product investigation pending. Lot check on (B)(4) 2013, revealed no reports found.